Event description:
It was reported that while hiking the user experienced a low blood glucose in the 70s mg/dl, consumed approximately 51 grams of carbohydrates from fruit snacks, and subsequently overtreated and developed hyperglycemia with a peak around 300 mg/dl for about one hour. The ilet administered corrective insulin and no alerts were reported. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention. Investigation included a review of device function and user-reported history. Investigation of this case revealed that the hyperglycemia followed user overtreatment of hypoglycemia and the device delivered corrective therapy as designed. It was concluded that the event was attributable to user carbohydrate overtreatment with no device malfunction identified.